Manufacturer narrative:
No further information was provided a supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The clinician reported that the cause of the low flow alarms & pulsatility index event was due to the patient getting out of bed in the morning which caused positional changes. There were no symptoms at the time of the alarm. Patient was observed for an extra day in the hospital with no further interventions. No further information provided.

Manufacturer narrative:
Correction - the patient was not implanted during the momentum 3 clinical trial, therefore the UDI is available. Manufacturers investigation conclusion: although the evaluation of the submitted log files confirmed the report of a low flow with multiple pi events, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. The submitted log files captured one transient low flow hazard alarm on (B)(6) 2019 at 04:40:31 am, associated with the calculated flow decreasing to values as low as 2.3 lpm, below the low flow threshold of 2.5 lpm. This alarm lasted approximately 13 seconds in duration. In addition, 111 pi events were observed throughout the approximately 23 hours of data, comprising about 87% of the log file. Despite the observed alarm, the pump appeared to have functioned as intended throughout the duration of the log file. The patient remains ongoing on (B)(4); however, the patient continued to experience low flow alarms in june of 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 months, 23 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided a supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Patient was implanted with left ventricle assistive device lvad heart mate 3 on (B)(6) 2018. It was reported that the patient will be getting discharged this weekend. Patient had a recent low flow with multiple pi events prior to and after the alarm. No further information provided at this time.